Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons non functional) was confirmed. Upon investigation the rear response button was defective. The cause for the failure was isolated to a creased rear button cable and damaged traces. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were non functional.